Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the alleged intra-operative complication experienced by the patient. If additional information is received a follow-up MDR will be submitted to the FDA. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure. Based on the current information provided, this complaint is being reported due to the following conclusion: during a da vinci-assisted inguinal hernia repair procedure, enterotomies were made in the small bowel of the patient and a second procedure had to be performed to repair them.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair procedure, enterotomies were made in the small bowel of the patient. However, the issue was not identified intra-operatively. The procedure was completed with no further complications. Six days post-operative, the enterotomies were identified and a second procedure was performed to attempt to repair the issue. The patient was hospitalized after the second procedure and the patient's condition was not stable. Intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained additional information regarding the reported issue: during the initial procedure, the surgeon noted that the hernia was larger than expected. The surgeon did not feel comfortable with the primary repair due to the size of the hernia. After the initial reduction, that procedure was then converted to open so that the surgeon could further reduce the hernia. The csr, who was present for the initial procedure, noted that there were no reported issues with the da vinci system, instruments, and accessories. The surgeon was using monopolar curved scissors (mcs), cadiere forceps, and fenestrated bipolar forceps instruments during the procedure. The procedure was not recorded on video. The hybrid procedure was completed and the patient was discharged with no reported issues. On (B)(6) 2019, the patient returned to the hospital and the enterotomies were identified. The csr did not know if the patient presented with any symptoms or how the enterotomies were identified. The surgeon performed an open procedure to repair the small bowel. No other post-operative tests were performed. On an unspecified date while at the hospital, the patient coded and had to be resuscitated. The patient was reportedly still alive as of the time of the call; however, no further information was provided on the patient's status. No further information was available as of the time of this report. Isi attempted to obtain additional information regarding the reported issue from the site; however, the attempts were unsuccessful.